Event description:
I had the permanent birth control essure coils inserted in my fallopian tools in 2011 and suffered many problems as a result of it. I had abdominal, vaginal pain, spotting, severe pelvic back pain and many other side effects. I had to have a hysterectomy and was able to get the coils removed. This product should be removed and banned in the us. Check out essure problems on (B)(6). There are over (B)(6) members suffering from this same product. Many have even had babies or miscarried after having this device inserted.